Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) for cautery in the stomach. According to the complainant, during the egd procedure, the nurse manager reported that they stepped on the foot pedal to produce current to the gold probe device, and there was no cautery. The device was not tested prior to use in the patient. Using the same generator and equipment, another gold probe device was used successfully to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported defect was confirmed. The returned gold probe device failed an electrical isolation test. An x-ray performed on the device showed what appeared to be a closed circuit at the ceramic tip; the copper wires were touching each other at the ceramic tip. Dissection of the ceramic tip confirmed the x-ray observation. Based on all gathered information, the root cause is considered a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) for cautery in the stomach. According to the complainant, during the egd procedure, the nurse manager reported that they stepped on the foot pedal to produce current to the gold probe device, and there was no cautery. The device was not tested prior to use in the patient. Using the same generator and equipment, another gold probe device was used successfully to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.